Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an event of knot in the infusion set tubing on 10-sep-2024. The blood glucose level was 324 mg/dl at the time of event which was treated with correction bolus via pump. No further information was available.